Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead was off target after the initial implant and effective therapy was never established. Surgical intervention may be taken at a later date to address the issue.